Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2002 lumbar laminotomy l3, l4 left with medial facetectomy and nerve decompression; l2-l3 discectomy with nerve decompression. On (B)(6) 2003 re-exploration; lumbar laminotomy, l2-l3 left with medial facetectomy and nerve root decompression; lumbar laminotomy, l3-l4, left with medial facetectomy and nerve root decompression. On (B)(6) 2003 l2-l4 decompressive laminectomy for stenosis; posterolateral arthrodesis l2-l4 with iliac crest bone graft; pedicle screw instrumentation l2-l4 with tsrh pedicle screw 4) harvesting of iliac crest bone graft, right. On (B)(6) 2003 re-exploration left l3-l4 lumbar laminotomy and foraminotomy with lateral discectomy for l3 nerve root decompression with intraoperative epidural steroid injection. On (B)(6) 2006, removal of old hardware; re-instrumentation l2 to s1 with new hardware; l4/5 and l5/s1 bilateral foraminal decompressions; local bone grafting; use of computer guidance. On (B)(6) 2008 x-ray provided of spine post 2nd fusion. On (B)(6) 2009, bilateral cluneal nerve blocks over the left and right posterior/superior iliac crest. Post laminotomy syndrome, status post lumbar fusion. Fluoroscopy. (Plan for nerve blocks x 6). On (B)(6) 2009 percutaneous insertion of thoracic epidural electrode for trial spinal cord stimulation. Fluoroscopy. On (B)(6) 2010, surgical implantation of intrathecal catheter using fluoroscopic guidance and medtronic synchromed "morphine" pump. On (B)(6) 2012, severely diminished range of motion lumbar spine, 80% axial low back pain.